Manufacturer narrative:
During investigation, corrosion damage to the motor, rotor, press plug, and other component parts was noted. Failure analysis is on going; add'l info will be submitted once the quality investigation is complete.

Event description:
A stryker sagittal saw was sent in for repair because it was overheating and had black flakes on the tip during a procedure. The procedure was successfully completed with another device; no adverse event was associated with the event.